Event description:
It was reported that the device broke on the proximal end during use. There was no reported clinical consequence to the patient.

Manufacturer narrative:
(B)(4) - the reported catheter shaft break.

Manufacturer narrative:
A device history record review confirmed that the catheter met all material, assembly and performance specifications. Inspection of the returned device noted that the device was broken 19.8cm from the proximal end an 2cm of the inner braid was exposed. A kink 6.5cm from the shaft distal end was observed. Based on the information provided and the investigation, the most likely cause of the shaft break is operational context.

Event description:
It was reported that the device broke on the proximal end during use. There was no reported clinical consequence to the patient.